Event description:
It was reported that patient enrolled in a clinical study underwent left total knee arthroplasty on (B)(6) 2010. Subsequently, the patient began to experience popping, snapping, and clunking in their knee. It was further reported that the surgeon recommends polyethylene bearing exchange revision surgery. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event date - a revision procedure to replace the bearing is recommended, but has not been performed to date. Components remain implanted.